Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified, extended opening, brown particles in the shell, underweight and flat crease . A microscopic analysis was performed which identified, unidentified sharp edge opening and non-penetrating nick near the opening. This condition is called surgical impact. A dimensional measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is finding of one sharp opening on the posterior edge due to surgical impact. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side rupture. The device has been explanted.